Event description:
The report stated that during a vaginal hysterectomy, a plastic grey piece fell from the handpiece inside the uterus. The part was retrieved and there was no patient injury.

Manufacturer narrative:
The incident device was evaluated and a piece of the soft grey plastic overmold has been sheared off by a sharp instrument. As this happened during the surgery, another device in use must have come into contact with this handpiece. This information has been sent to the customer to prevent recurrence.